Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level went as high as the 500 mg/dl range and was treated with a manual injection. Customer believed the insulin pump was under delivering. Troubleshooting was performed. During troubleshooting for no delivery alarm it was determined that the insulin pump worked as designed. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be replaced.